Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values one day after the sensor was inserted in the arm. The patient experienced convulsion (seizures), sweating and anger, he was almost unconscious. The patient´s parent treated the patient with dextrose and called an ambulance; the patient was taken to the hospital. There was no treatment administered by the paramedics. At an unspecified time of the event the patient´s parent took the measurements: the cgm was reading 133 mg/dl and the blood glucose reading was 77 mg/dl. At the time of the report the patient was still at the hospital for monitorization. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.